Event description:
Related manufacturer reference number: 3006705815-2023-05138. It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Patient also reported discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.